Manufacturer narrative:
A system checkout was not requested as a reboot resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a manufacturer representative noticed that the site's date and time were incorrect on their system. The representative changed the date and time and then later when the site booted up their system, it went into an (B)(6) grub menu state. The site rebooted the system twice and then it recovered. The manufacturer representative was unable to replicate the issue; the representative cycled power on the system and it was functioning normal. There was no patient present when the issue occurred.